Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0n2nj, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0n2nj, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) felt warm at the time of this report. There was a warm feeling at the pocket and the ins was warm to the touch, like it heated up. Impedance testing was done at the clinic visit and impedances were normal also on that date the patient was not experiencing sweating. No action was required as a result of the event. The patient was alive with no injury. If the patient turned stimulation up to 3.0v the patient started to sweat. The patient used stimulation at 3v when it was needed but usually used voltage less than 3v. The manufacturing representative thought the patient had turned the stimulation off and the patient was still getting warmth at the ins but it had not felt as warm but they were unsure. The patient had not had any external symptoms of warming. The manufacturing representative also did not think there had been any changes in therapy results and thought that the patient was getting stimulation therapy. The patient was possibly going to be seen again on (B)(6) 2015. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.